Event description:
It was reported that intermittent high impedance was observed via the patient notifier. In clinic impedance measurements are normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.